Event description:
It was reported that during testing the ht70 ventilator failed the positive end-expiratory pressure (peep) test. The peep was reading high. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the proportional valve. The unit passed all testing, calibrations and operated within the manufacturing specifications.